Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint that the autopulse platform (sn (B)(6) ) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the processor board (pca) failure, likely due to the age of the device. The autopulse platform was manufactured in december 2007 and is almost 16 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform revealed several issues, unrelated to the reported complaint. Long cracks were visible along the bumper and top cover interface. Both the front and bottom enclosures were damaged with broken screw bosses. The exterior of the battery compartment was heavily scratched, and one of the screw bosses was smashed/deformed. These observed physical damages are characteristics of harsh impacts and user mishandling. The covers/enclosures and the battery compartment had all been replaced during previous service actions at zoll within less than five years. Further visual inspection revealed that the driveshaft slot was deformed, possibly related to wear and tear and frequent use of the device. All the damaged parts were replaced to address the observed issues. An archive review could not be performed because the data could not be downloaded due to the size of the data being over the limit, and the parameters in backup memory (non-volatile ram) had been corrupted due to the processor board issue. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll on 05 september 2023 for evaluation. However, the investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
During the morning shift check after a successful patient call, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". The customer replaced the lifeband and battery to troubleshoot the issue, but the system error persisted. No patient involvement.